Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redy1065 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during catheter insertion, the catheter was found difficult to insert. After removal, the wire and catheter were found deformed.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of deformation in the guidewire was confirmed, but the exact cause was unknown. One guidewire was returned for investigation. The catheter was not returned for investigation. The guidewire was received in its hoop. Evidence of use was observed on the guidewire and hoop. A kink was observed near the midpoint of the hoop. An attempt was made to remove the guidewire from the hoop. Resistance was noted during removal, but the guidewire was eventually removed. A kink was observed in the guidewire 26cm from the proximal tip of the guidewire, which coincided with the kink in the hoop. The guidewire was intact. The observed deformation would have affected the ability to advance the catheter over the wire. Since the kink was observed in the guidewire, the complaint was confirmed, but the exact mechanism of damage could not be determined. A lot history review (lhr) of redy1065 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during catheter insertion, the catheter was found difficult to insert. After removal, the wire and catheter were found deformed.